Event description:
It was reported that the patient had erosion over his ipg which resulted in an infection. There is swelling, pain, and a small hole over his ipg. The patient was prescribed clindamycin since the ipg site was "red hot". Stimulation in his left leg just started. The patient has an appointment in a couple weeks with his physician. Further information is being requested from the hcp.